Event description:
It was reported that a continuous glucose monitor displayed error message 42 while customer used g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance to perform pump reset, completed reset with assistance, and successfully started new sensor session without error recurring.